Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by customer's mother that the insulin pump's act button is very sensitive. The customer's mother stated the customer was thrown off her horse and landed on the insulin pump, but stated it still worked. She stated the screen was scratched and hard to read. Customer stated there are cracks between the buttons. Customer's blood glucose was unknown. Customer stated the act button was unresponsive. Advised customer to discontinue the use of the insulin pump and revert to back up plan. Customer agreed to return insulin pump.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and severely scratched display window noted.